Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.